Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient clarified that they did not fall out of bed when they experienced shocking, that they were sitting in bed. Patient reported that cause of shocking has not been determined. Patient reported that issue of shocking has not resolved and that they have had shocks intermittently since getting implant. Patient reported that they have an appointment to replace implant.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced electric shocks when moving their neck in certain ways. The frequency and severity of these shocks increased after the patient fell and hit the implantable neurostimulator. The patient was advised to consult their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.